Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a deployment issue and removal difficulty occurred. The chronic total occlusion lesion was located in the moderately tortuous, mildly calcified superficial femoral artery (sfa). The approach was contralateral. After crossing a non-bsc guidewire, pre dilatation was performed using a 4x15 mustang balloon. The physician attempted to deploy the innova stent but was unable to deploy the stent completely, despite pulling ton the pull grip. The portion of the stent that was deployed had fully expanded against the vessel wall, and the physician was able to pull the device slowly to complete deployment of the stent. The physician then tried to remove the device while leaving the guide wire in the patient, however the device was stuck with the wire and unable to be removed. The physician separated the pull grip and the device was removed from the patient while leaving the wire. Another lesion located in the proximal sfa was treated with deployment of a non-bsc stent. Post dilation using a 5x15 mustang balloon was performed and the procedure was completed.